Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, patient reported experiencing sciatic nerve palsy, foot dropping and decreased sensation in the right leg and foot. No revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to be not reportable as the adverse effects originated from the hip and was not related to the knee procedure. The initial report should be voided.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, patient experienced right sciatic nerve palsy, foot drop and decreased sensation. Additional information received reveals that the nerve injury that caused the dropped foot and decreased sensation was a result of a nerve injury originating from the hip and is not related to the knee procedure.